Event description:
During an implant procedure, a loss of capture and sensing were observed on the right ventricular (rv) lead. Upon investigation, blood was observed to be under the rv lead insulation. As a result, the rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.